Event description:
The implantable pulse generator system returned with information of a patient death. No other information has been made available through follow up, although more information has been requested. Per the database the device system was implanted for less than one year before the death of the patient. No allegations, complaints or previous contacts have been made regarding this system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4): the proximal section of the lead was returned, analyzed, and primary analysis results revealed no anomalies found.